Event description:
Event description guidant received information that this atrial lead was explanted due to an impedance greater than 2500 ohms in both unipolar and bipolar mode. Another atrial lead was successfully implanted during the procedure. No adverse patient effects were reported.